Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
Received information stating patient has been experiencing high bg's (500's mg/dl).